Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of these occlusions was not able to be performed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.